Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that as the delta v40 (biolox) head was being implanted pink flakes could be seen coming off the device. The surgeon noticed the flaking before the device was placed in the surgical field and as such no flakes fell off into the patient. The procedure was completed using an alternative device which was on hand.

Manufacturer narrative:
An event regarding the appearance of a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device noted that there were some small scratches on the surface of the head. These were most likely caused during handling in surgery or cleaning post surgery. There were no pink flakes coming off the device as indicated by the initial event description. Medical records received and evaluation: there were no medical records received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: there were no 'pink flakes' coming off the device as indicated by the initial event description. Based on additional information received relating to a subsequent surgery involving another ceramic head, the same surgeon noted that what he had originally thought was a chip was in fact an image of a hip on the surface of the head and that the head was not damaged at all. Based on this it is possible that the surgeon thought the etching of the hip prothesis was a 'chip' or 'flake' of ceramic coming off the head in this case also. No further investigation is possible at this time.

Event description:
The customer reported that as the delta v40 (biolox) head was being implanted pink flakes could be seen coming off the device. The surgeon noticed the flaking before the device was placed in the surgical field and as such no flakes fell off into the patient. The procedure was completed using an alternative device which was on hand.